Event description:
During implantation one leaflet of a mitral valve was not moving freely. Valve was removed and replaced with a different make valve.

Manufacturer narrative:
Discussion with surgeon indicated that type of patient and methods of implant may have contributed to binding of leaflet. Valve when examined functioned normally and passed bind testing and was within specifications.